Manufacturer narrative:
The investigation of vf/vt/af/at and thrombocytopenia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B5 updated with additional information the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12958: b2 outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage was inadvertently not selected h.6 code 4755 was reported incorrectly. New codes added to health effect - impact code and component code.

Event description:
The decision was made to withdraw care and the patient expired. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured thrombocytopenia with a "possible" relationship to the impella device used: ¿thrombocytopenia in setting of consumption and crrt. Monitored over the days. 12/12 hit negative. Heparin continued and aspirin given. Baseline platelet = 113 k/ul on 12/8; nadir platelet: 70 k/ul on 12/12; resolution platelet = 45k/ul on 12/16.¿ the patient recovered with no sequelae. We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured recurrent ventricular tachycardia with a "possible" relationship to the impella device used: ¿multiple episodes: (B)(6) 2023; (B)(6) 2023; (B)(6) 2023 recurrent ventricular tachycardia requiring multiple cardioversions related to the position of the impella 5.5 device within a small lv cavity. (B)(6) 2023 and (B)(6) 2023 vt episodes required amiodarone and lidocaine.¿ the patient recovered with no sequelae. We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured recurrent ventricular fibrillation with a "possible" relationship to the impella device used: ¿multiple vf episodes on (B)(6) 2023. Vf episode @ 12:26 and shocked. Second episode @ 17:40 and shocked with 250j. Converted to normal sinus rhythm. Third episode @ 18:11 and shocked with 250j to normal sinus rhythm. Recurrent vt/vf on (B)(6) 2023 and required increasing vasopressor support and was placed on amiodarone and lidocaine.¿ the patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer and therefore, ¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿